Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an onyx 18 kit (model: 105-7000-060 lot: b142977) was returned for analysis within a shipping box and within an opened onyx 18 outer carton. Three 1ml onyx syringes were returned within their tray. Visual inspection/damage location details: an onyx 18 vial and dmso vial were returned within its tray. The onyx 18 vial (part: 50067-060-3 lot: b131216) tab of the aluminum cap on the vial had been removed and the rubber stopper appeared to be punctured. The vial still contained some of the onyx solution. The onyx solution inside the vial was still in liquid stage but had undergone phase separation. No damages were found on the outside of the vial. The dmso vial (part: 50123-002 lot: b107109) tab of the aluminum cap on the dmso vial was observed to be intact. No damages were found on the outside of the vial. Testing/analysis (including sem reports): n/a conclusion: based on the analysis findings, the customers complaint of ¿poor viscosity¿ was confirmed; however, the root cause was unable to be determined. Based on the analysis findings, the customers complaint of ¿unable to aspirate onyx liquid out of vial¿ was unable to be confirmed and the root cause was unable to be determined. The onyx lot history record has been reviewed and revealed no discrepancy that would contribute to the reported experience. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that the onyx was not able to be aspirated out of the vial with a 1cc syringe and 40x12 needle. It was thought there was an issue with the viscosity of the onyx liquid. The event was noted prior to use with the patient thus there was no patient involved. Additional information received reported the onyx was shaken for 40 minutes before the aspiration attempt, two embolizing agents had previously been aspirated and there was no problem with the aspiration. The aspiration of the onyx was attempted as soon as it was removed from the mixer.